Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. (Expiry date: 07/2022).

Event description:
It was reported that prior to a recanalization procedure, the guidewire was allegedly unable to loaded through the catheter. It was further reported that another catheter was used to complete the procedure. There was no patient contact.

Event description:
It was reported that prior to a recanalization procedure, the guidewire was allegedly unable to be completely loaded through the catheter. It was further reported that another catheter was used to complete the procedure. There was no reported patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser 14s cto recanalization catheter was returned for evaluation. Visual evaluation of the sample revealed material separation between the outer catheter and the distal tip of the device and a tear was noted near the distal end of the device. However, this is most likely due to the reported device-device incompatibility issue. No functional testing was performed due to the condition of the device. Therefore, the investigation is confirmed for material separation and material split, cut or torn. However, the investigation is inconclusive for device-device incompatibility. A definitive root cause for the alleged device-device incompatibility and identified material separation and material split, cut, or torn could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: d4 (expiry date: 07/2022), g3. H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.